Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse started trouble shooting the system and found while looking over the system that the endoscope controller (ec) breaker was flipped open. Fse then flipped the breaker closed and rebooted the system and found once the system rebooted, the ec was not powering on. Fse then cycled the system 15 times with no change and system booted up every time. Fse has concluded the issue was caused by the ec break being open and once the breaker was closed the issue was resolved. The system was verified and ready to use.

Event description:
It was reported that after a da vinci-assisted inguinal hernia unilateral surgical procedure, there was da vinci system message on the surgeon side console (ssc) indicating the blue cable was not connected between the ssc and vision side tower, and the vision side tower power switch was not illuminated while the ssc and da vinci system switches were lit. The customer received phone assistance from the technical service engineer (tse). The customer was instructed to unplug the vision side tower power cord from the wall and plug it into a different outlet, after which the vision side tower powered on. After a reboot, the customer then observed error 40067 error and tse guided to perform a hard power cycle. Following the hard power cycle, the system repeatedly generated nonrecoverable startup errors 319 indicating multiple nodes were not present, and the system remained down. There was no reported injury.